Manufacturer narrative:
Additional information received regarding battery cap recall has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump powered up properly after battery installation. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 11-mar-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 11-mar-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 158000 (15.8 u) and dailytotalofbolusinsulindelivered = 451000 (45.1 u) which is equal to the dailytotalofallinsulindelivered = 609000 (60.9 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file 1 week prior to the event date of 11-mar-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 03/10/2025 13:54:02.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.98 mv). The pump was received without a battery. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Customer alleged for blank display was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to confirm battery cap broken/cracked/damaged due to pump received without the original battery cap. Battery cap broken/cracked/damaged was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose and also reported damage around the battery compartment, the battery cap was loose and the pump was off. The customer reported a blood glucose value of 800 mg/dl. The customer reported hyperglycemia treated with an emergency room visit in the hospital with an IV drip. The event involved product(s) mmt-332a, mmt-397a, mmt-1880. Troubleshooting was performed for high blood glucose and the customer has been using the insulin pump system within 48 hours of the reported event and the customer was not using the auto mode/smartguard feature at the time of the event. Troubleshooting was performed for damage and the functionality of the pump was affected due to the damage. The customer reported symptoms of confusion, feeling sick/unwell, flu, headache, tired/ weak, altered vision/vision changes, extremity pain/cramps and increased thirst during the hospitalization. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned.